Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer's blood glucose level.